Manufacturer narrative:
A decision was made on (B)(6) 2016 to report all prophylactic explants that are reported to st. Jude medical. Therefore, (B)(6) 2016 is used as the aware date for all prophylactic explants occurring prior to this date.

Manufacturer narrative:
(B)(4). Analysis did not confirm premature battery depletion. Based on all available parameter and usage information, device longevity was within expected limits. (B)(4).

Event description:
The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. No issue was reported regarding the device.